Event description:
On (B)(6) 2017, this patient was implanted with gore® excluder® aaa endoprosthesis and iliac branch endoprosthesis to treat abdominal and iliac artery aneurysms. Patient medical history includes drug addiction. The patient presented on (B)(6) 2020 with a possible infection. The patient was taken into surgery where it was verified that a type ia endoleak was present. The physician determined that the device was so encapsulated with inflammatory aorta that explant would be challenging. After discussion with the family the decision was made not to explant the devices. The patient was discharged to hospice. The infection was not attributed to the devices, rather, to the patient¿s drug addiction.